Event description:
It was reported that straw was missing from the bd vacutainer® c&s transfer straw kit before use, and a metal piece was found in its place instead. The following information was provided by the initial reporter: "lab tech opened the urine transfer straw kit device and noticed that the plastic white stick was missing on the transfer device. A metal piece was seen instead. The metal end piece does not appear sharp."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for missing straw component with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that straw was missing from the bd vacutainer® c&s transfer straw kit before use, and a metal piece was found in its place instead. The following information was provided by the initial reporter: "lab tech opened the urine transfer straw kit device and noticed that the plastic white stick was missing on the transfer device. A metal piece was seen instead. The metal end piece does not appear sharp."